Event description:
It was reported that the lead had perforated. A pericardiocentesis was performed. Repositioning was unsuccessful when the stylet could not be inserted. The lead was explanted and replaced. Patient condition was good after the procedure.

Manufacturer narrative:
UDI (di): (B)(4). Analysis was normal. No anomaly was found. A lead tip stiffness was performed and the lead was found to be within specification.